Manufacturer narrative:
(B)(4). One therapy ablation catheter was returned for evaluation. Visual inspection revealed a bend in the shaft 3.30¿ proximal to the distal tip. No other visual anomalies were noted. The results of the investigation concluded that the catheter met specifications for electrical and temperature testing and functioned per requirements during the ablation simulation test. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation remains. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a cardiac ablation procedure using a therapy ablation catheter, a cardiac perforation occurred. The therapy ablation catheter was inserted via retrograde approach through an engage 7f introducer into the left ventricle. While mapping in the left ventricle, the patient became hypotensive and tachycardic and complained of feeling unwell. An echocardiogram revealed a cardiac perforation. No intervention was performed to treat the perforation and the patient was transferred to the ccu for observation. The following day the patient was doing well and discharge was expected.

Manufacturer narrative:
(B)(4).